Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a low event in which they lost consciousness and were treated with glucose tablets. Patient indicated that they had a sensor failure the same day of the event, but it was unknown if the events were related. No additional event or patient information was provided. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.